Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the reported issue was that the patient's temperature was not correlating in an arctic sun device. Per additional information received via ttm on 11mar2025, biomed stated that the nurses sent down a device for issues with the temperature not correlating and trying to test it out and wanted to know what all needs and had the temperature keys. Biomed also asked if this model was end of life. Informed biomed the temperature keys could connect to the temperature in cable to confirm the cable was reading accurately. Confirmed they did not need to connect pads when troubleshooting. Informed biomed we do still currently support the model 5000, the stat (6000) was the newer model. Eventually the 5000 would be considered end of life.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per additional information received via ttm on 11mar2025, biomed stated that the nurses sent down a device for issues with the temperature not correlating and trying to test it out and wanted to know what all needs and had the temperature keys. Biomed also asked if this model was end of life. Informed biomed the temperature keys could connect to the temperature in cable to confirm the cable was reading accurately. Confirmed they did not need to connect pads when troubleshooting. Informed biomed we do still currently support the model 5000, the stat (6000) was the newer model. Eventually the 5000 would be considered end of life. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the reported issue was that the patient's temperature was not correlating in an arctic sun device. Per additional information received via ttm on 11mar2025, biomed stated that the nurses sent down a device for issues with the temperature not correlating and trying to test it out and wanted to know what all needs and had the temperature keys. Biomed also asked if this model was end of life. Informed biomed the temperature keys could connect to the temperature in cable to confirm the cable was reading accurately. Confirmed they did not need to connect pads when troubleshooting. Informed biomed we do still currently support the model 5000, the stat (6000) was the newer model. Eventually the 5000 would be considered end of life.